Event description:
During a laparoscopic nephrectomy procedure, the device would not release after firing on the renal vein. The device was eventually removed from the tissue. Used another like device to complete the procedure. There was no pt consequence.